Manufacturer narrative:
(B)(4). Date of initial report: 12/19/2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The patient was reportedly burned during an operation in which a non-medtronic monopolar pencil was utilized along with a forcefx8cas generator. The customer reported that the burn was *hyperemic area (10x20cm) and 2 piece bulla (3cm)*. This second degree patient burn was treated with burn cream. No troubleshooting was performed by the customer to isolate the source of the issue. The customer notified the event to the ministry of health and reported the case to the medtronic service and repair center. No additional information has been provided by the customer.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 02/27/2017. The incident unit was returned for evaluation. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report. The service center reported that the units outlets were observed to be underpowered due to the failure of components u15 and u16 on the high voltage power supply (hvps) and calibrations could not be performed on the device until the hvps was replaced. No root cause was identified for the issue. The service center indicated that this failure was unrelated to the customer reported condition. Review of the manufacturing device history record was performed by the shanghai manufacturing facility (smf). The review indicated that this serial number was released meeting all specifications as manufactured.